Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing tenderness, burning sensation and minimal movement of ipg under skin. Inadequate stimulation was also reported. The patient underwent an explant procedure. All explanted device components were discarded by the facility.